Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the unit and found the air inlet check valve was stuck in the closed position preventing proper draining of the system 1e processor. To resolve the issue, the technician adjusted the air inlet check valve, ran a test cycle, and confirmed the unit to be operating according to specifications. The failure of the check valve may be attributed to low usage of the system 1e processor, and failure to run a daily diagnostic cycle as stated in the system 1e operator manual. The operator manual (8-7) states, "steris recommends running a diagnostic cycle once every 24 hours". A review of the user facility's system 1e cycle records indicates the customer ran a low volume of processing cycles, 58 total, over an approximate one year time-frame. The technician informed the facility's biomed technician of the importance of completing a daily diagnostic cycle, as recommended in the system 1e operator manual. No additional issues have been reported.

Event description:
The user facility reported water leaking from their system 1e processor. No report of injury.